Event description:
The patient outcome was reported as recovered without sequelae.

Event description:
It was reported that during implant, the lead was placed on the left side and tested for motor and sensory response using testing cables; however, there was no response. The lead was then placed on the right side with responses, but after removing the sheath and placing the lead there was no response. The lead was removed and a new lead was placed and worked fine. There was no patient injury.

Manufacturer narrative:
Analysis of lead model 3093, lot # v872521 showed no anomalies.